Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow and the contrast keypad buttons were sticking and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive and required excessive force to elicit a response; the ok keypad button responded appropriately. None of the keys were sticking. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function.